Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after placement of the lumbar external drainage system, it was determined the catheter was leaking. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient weight and device information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the leaking was unknown.

Manufacturer narrative:
The returned catheter did not meet the requirements for leak test. There is no patency test requirement in the IFU for the catheter. There was proteinaceous debris observed in the interior and the exterior of the catheter. There was damage to the tip and a cut near the ¿2¿ dot length marker of the catheter. It is unknown when or how this damage occurred. It is stated in the IFU ¿improper use of instruments in handling or implanting edm catheter products may result in cutting, slitting, breakage or crushing of components. Such damage may lead to a loss of system integrity, and necessitate surgical revision or removal of the system.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.